Event description:
Pt developed an infection 4 days after surgery. Customer indicated that the infection may be related to the filling of the pump.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was reported discarded. Without the actual product or a lot number, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.